Manufacturer narrative:
The problem was due to a component failure (faulty compact charger). We are unaware about patient injury.

Event description:
The laser system has the following problem: "failure on initial foot pedal depression, no energy." No adverse effects to patient were reported.